Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025 and eventually got hospitalized. The blood glucose level was 544 mg/dl at the time of event. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated. The reference samples for the lot 6010946 have been tested in trackwise record complaint (B)(4) on 15-jul-2025. Test results: the reference samples were visually inspected and flow tested. All test results were within specifications as per the test report (B)(4) complaint test report. Device history record (DHR) review: the lot 6010946 was manufactured according to work instruction (wi) version 80 appendix 1 batch card for production of packaging room on 25-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Trending: a query was run in database on 10-jul-2025 against malfunction code occlusion (source/cause cannot be identified, only use when a specific malfunction cannot be determined) and lot, with 2 similar complaints identified. No harms associated with the other 2 complaints. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.